Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 14 april 2020. Lot 179703: (B)(4) items manufactured and released on 22-mar-2018. Expiration date: 2023-03-12. No anomalies found related to the problem. To date, 66 items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 7 months after the primary surgery due to a low grade infection (not staphylococcus). The surgeon performed a washout and revised the liner.

Manufacturer narrative:
Patient data received on 21 june 2021: 90kg, 68/ 05.06.1953, state: alive, not hispanic or latino.